Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, being used for a 48 hour treatment had infused 100 percent of the drug, however the pump showed there was 44 hours left for infusion and 88.55 cc of medication left in the cassette. Per reporter the cassette was empty, and infusion was complete. No additional information is available at this time.